Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the system and found no issues. The fse replaced the integrated electrosurgical unit (iesu) as part of the preventative maintenance procedure. The system was tested and verified as ready for use.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) is scheduled to follow up with the site to investigate the reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the e-100 generator faulted while connecting to the vessel sealer extend (vse). The customer performed a hard power cycle on the e-100 generator. The surgeon started the procedure with the vse connected to the erbe generator. The customer did not want to interrupt the surgeon with moving the instrument cord back to the e-100 generator. The procedure was completed with no reports of patient injury.